Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the 80# torque knob missing all the internal parts. The lock had both rotational and lateral movement with residue buildup present. Upon disassembly, repair noted the lock needed new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight and general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure. Unit received with the 80# torque knob is missing all the internal parts: the lock has both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required.

Event description:
Service and repair of the a1059/mayfield modified skull clamp found lock had both rotational and lateral movement.